Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis, and/or infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient infusion site (leg) became red, painful, and contained a bump with discharge, after wearing the pod between 24 and 36 hours. Additionally, blood glucose reached 373mg/dl. Patient self administered insulin, via a manual injection(1u) and by pod (3.5u), then visited the emergency room. A diagnosis of "pre dka" was received along with an infusion site infection. Treatment included zofran, insulin (lantis and humalog), potassium chloride, and antibiotics. An ultra sound was scheduled and potential surgery to remove infected tissue was advised. Follow up was conducted on outcome and patient advised no surgery was required, rather, additional antibiotics were administered, site was drained, and patient sent home.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No damage or abnormalities were observed that may have contributed to an infection.